Manufacturer narrative:
Serial number (continued): (B)(4). For 4 events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up action for 1 event was that the measuring cells were changed. There were no follow up actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>4</noe> malfunction events. Non-reproducible results were generated by the cobas e 801 module. The events involved a total of 9 patients with the following: 6 patients with questionable results for elecsys ft4 ii assay, 1 patient with questionable results for elecsys tsh assay, 1 patient with questionable results for elecsys probnp ii immunoassay, 1 patient with questionable results for elecsys ca 19-9 immunoassay.